Event description:
It was reported that the bd micro fine¿ + pen needle polybag bag was found to be open. The following information was provided by the initial reporter, translated from japanese to english: the initial report is as follows; it may be updated upon receipt of the actual sample. In which one product was found to be open before use.

Manufacturer narrative:
Device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro fine¿ + pen needle polybag bag was found to be open. The following information was provided by the initial reporter, translated from japanese to english: the initial report is as follows; it may be updated upon receipt of the actual sample. In which one product was found to be open before use.

Manufacturer narrative:
H6: investigation summary one open and empty 32g x 4mm pen needle polybag and one open 32g x 4mm pen needle sample along with three photos were returned from lot. No. 2103180, cat. No. 320136. Visual examination of the returned sample and photos was carried out and it was observed that the polybag was cut at the sealing end. No shield or teardrop label was observed on the returned pen needle sample. Evidence of a teardrop label being applied to the cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample and photos returned this cannot be confirmed to be manufacturing related.